Event description:
The patient reportedly experienced intermittencies followed by loss of lock. External equipment was exchanged; however, this did not resolve the issue. Testing showed that the pt's device is not functioning. Surgery to explant the pt's device is scheduled.